Manufacturer narrative:
No remaining part of the reported device was available to be returned for evaluation. However, an investigation was performed on a different lot of the same part number and the results of the 20-piece sample pass all specifications.

Event description:
After a dental procedure done on (B)(6) 2026 for an impacted wisdom tooth of the right mandible, a bur fragment was noted post operatively on a CT scan that was conducted on the patient due to right tongue numbness not resolving. MRI unable to be done to determine the extent of nerve involvement. Ss white burs received mw5186968 on may 8, 2026 from the FDA.